Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy, resistance with the thumbwheel and inaccurate delivery was not confirmed as the stent was not returned and the thumbwheel had already been fully rotated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that during deployment the distal shaft was bent or entrapped within the anatomy preventing the shaft lumens from moving freely resulting in restriction of the thumbwheel. Additionally, the stent likely partially deployed enough for at least one ring of the distal stent to expand and appose to the vessel wall. And during retraction of the device, the stent pulled out of the delivery system completely and deployed in the iliac. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The 6.0x100 mm absolute pro vascular self expanding stent system (sess) was advanced to the lesion with resistance noted due to the tortuous anatomy. During deployment, the thumbwheel would not move and the stent would not deploy. During retraction, the stent popped out and deployed in the iliac artery. The procedure was completed with a drug eluting balloon treating the target lesion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.